Event description:
It was reported that the patient presented to the clinic experiencing dizziness. Upon interrogation, the atrial lead exhibited multiple noise reversion episodes. The physician elected to monitor the patient with a holter. No additional information was available at this time.